Manufacturer narrative:
Pump was received with motor error alarm during occlusion test and unable to prime at 4.0 lbs during prime test due to faulty force sensor (gold). Motor passed motor test. Unit had cracked display window corner, minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube and missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose at time of incident was unknown mg/dl. The customer stated that the device was not exposed to high magnetic field. The customer received 4 motor error in the last 30 days. The customer was asked verbally an din written form to return broken pump for analysis.